Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia to 51 mg/dl after the pump appeared to overcorrect following an overnight period of hyperglycemia and subsequent breakfast, which frightened the user and led to near syncope. Symptoms included shakiness, weakness, and near loss of consciousness consistent with hypoglycemia. Outcomes included transient interruption of normal activities and the need for acute self-treatment. Investigation included user troubleshooting and education, review of alerts indicating a low glucose threshold alert, and assessment of user-reported corrective actions. Investigation of this case revealed hypoglycemia of unclear cause, with user-reported perception of pump overcorrection but no confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.